Event description:
This rv lead was implanted on (B)(6)2010 and remains implanted at this time. A call was placed to technical services on 06/05/2018 staling that stating that right ventricular pacing lead impedance out of range was noted. Thresholds slightly increase from 1.2v to 1. 7v at 0.4 ms and 0% a and 0% v paced. No noise on stored electrograms (egm's). The following physician was dr. (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).